Event description:
Information received by medtronic indicated that the customer had pump error 41 motor power supply voltage error detected. This is measured before each single pump stroke, and then continually measured periodically during the entire motor driving period and pump error 43 an error in the motor was detected by reading unexpected value from hall sensor twice. The customer also received pump error 15 the critical block and inverse critical block did not add to zero. No harm requiring medical intervention was reported. Troubleshooting was performed. The customer was able to successfully clear the alarms. However, the customer will discontinue the use of the device. The product will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 770g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected pump error 15, 41 or 43 alarms noted during testing. Successfully downloaded history files and traces using thump software. However, pump error 15, 41 and 43 alarms was confirmed in history file on event date: (B)(6) 2023 07:13:23.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The motor was tested outside of the device and passed. Problem isolated to motor. The following were noted during visual inspection: cracked keypad overlay, broken belt clip rails and cracked battery tube threads. Inverse check (15) alarm was found on (B)(6) 2023 07:13:23.000 (file number: 0 line number: 1935). Invalid pointer/corrupted data motor voltage error (41) alarm was found on (B)(6)2023 17:18:21.000 (file number: 121 line number: 713). Motor voltage regulator, other motor hw motor drive error (43) alarm was found on (B)(6) 2023 17:18:20.000 (file number: 121 line number: 589. In summary, customer alleged pump error 15, 41 and 43 confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.